Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery piece keeps coming apart/breaking, attached only by the wire. They had to go back over worked on area due to continued bleeding, redid area faulty item was used on. No additional incisions or procedures required due to the reported failure. No blood transfusion was required. The bleeding was control with pressure, blood loss unknown. It was oozing during the case. There was a delay. A new device was used to complete the procedure.

Manufacturer narrative:
Tw (B)(4) the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Tw (B)(4). Updated sections: b4, b5, d10, g3, g6, h2, h11.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery piece keeps coming apart/breaking, attached only by the wire. They had to go back over worked on area due to continued bleeding, redid area faulty item was used on. No additional incisions or procedures required due to the reported failure. No blood transfusion was required. The bleeding was control with pressure, blood loss unknown. It was oozing during the case. There was a delay. A new device was used to complete the procedure. The patient's condition is unknown.